Manufacturer narrative:
Exemption number e2019001. The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. The investigation was unable to determine a conclusive cause for the reported difficult to position the knot; however, the treatment appears to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. The other proglide is filed under a separate medwatch report number.

Event description:
It was reported that venotomy closure of the right common femoral vein was attempted using a proglide device with a 6f & 7f sheath after a biventricular pacemaker and implantable cardioverter defibrillator implant. Reportedly, all deployed well. The short suture end was pulled to tighten the knot and the knot locked. A second proglide was attempted; however, when the plunger was removed the suture did not capture the vessel wall. Manual arterial compression was used to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.